Event description:
(B)(4) study. Same patient as: 2134265-2010-04931. Same case as: 2134265-2012-08300. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient underwent the index procedure in (B)(6) 2010 due to a positive stress test. Cardiac catheterization revealed a lesion in the mid left anterior descending coronary artery (lad). A 3.0x16mm taxus liberte stent delivery system was advanced and deployed in the target lesion, at which point an unknown grade edge dissection occurred. It was treated with placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis and timi-3 flow. The dissection was reported to be resolved. There was also an unspecified drug eluting stent placed in the right coronary artery (rca). The patient was discharged the next day on clopidogrel. In (B)(6) 2011, a myocardial infarction occurred. The patient presented with shortness of breath and episodes of chest heaviness. Test results revealed 80% stenosis in mid rca proximal to previous stent, and 90% stenosis in lad proximal to previous stent. The patient was referred for endoscopic atraumatic coronary artery bypass (endo-acab) surgery to treat the lesion in the lad and percutaneous coronary interventional (pci) treatment of the lesion in the rca. During surgery the left internal mammary artery was anastomosed to the lad. Later the same day the patient had a pci treatment procedure deploying a 3.0x12 ion mr drug eluting stent at 14atms in the 5mm long, 80% stenosed target lesion in the mid right coronary artery (rca) overlapping the previous stent. Residual stenosis was 0%. A temporary pacemaker was also placed. No patient complications were reported. The patient was discharged on plavix for 1 year and aspirin to be taken indefinitely.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).